Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient was seeing a call your doctor screen with a power on reset (por) error code. The patient reported no falls or trauma and stated he last charge the ins 3 weeks prior to the report. The patient stated he could connect with the recharger and could charge but kept seeing the por screen; patient services noted that the patient did not talk to a doctor or a manufacturer representative so it did not seem that anyone had helped the patient out of an overdischarged state. On the call, the patient tried to connect to the ins but got a screen saying he needed to charge the ins; the patient was going to charge their ins and would call back for further troubleshooting once he got more charge in his ins. No symptoms were reported. No further complications were reported/anticipated. (Refer to (B)(4) for information pertaining to the previous overdischarge)